Event description:
A complaint was received reporting a missing low glucose alarm with adc device. On (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a seizure and a loss of consciousness. An ambulance was called and obtained a glucose test result of 1.9 mmol/l on the healthcare meter and provided glucose injection, and additionally losartan (antihypertensive) and furasamiten (diuretic) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on product websites in countries where the product is launched. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting a missing low glucose alarm with adc device. On (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a seizure and a loss of consciousness. An ambulance was called and obtained a glucose test result of 1.9 mmol/l on the healthcare meter and provided glucose injection, and additionally losartan (antihypertensive) and furasamiten (diuretic) for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.